Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot # va1dc1s, implanted: (B)(6) 2017, product type: lead. Product ID: 37603, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient said to a resident that they were experiencing burning down their neck and just wanted the system removed. They asked the doctor to remove the system. The rep noted they were never notified but asked if impedances were taken to look at the system and the resident in the procedure yesterday said that all was okay the patient just wanted it out. The rep was unaware of what the doctor did but they asked about impedances and was told all that was done and the patient just wanted it out. The issue was resolved at the time of the report. No further complications were anticipated.